Event description:
The patient self-removed her peripheral IV line and required a replacement due to dehydration and hypernatremia. A clinical nurse attempted to start a different IV line (protectiv plus safety i.v. Catheter 20 gauge x 1 1/4) in her left antecubital fossa. The inserted sheath-encased needle did not visualize blood return in the plastic component of the device. Upon removing the sheath, the clinical nurse noted that the sheath was not intact; approximately half of the catheter remained in the patient's arm. The clinical nurse was able to palpate the catheter fragment in the patient's left antecubital fossa.